Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc center, the quality engineer reported that the hematocrit saturation failed the color chip test at startup. Since the event occurred during routine testing, there was no pt involvement during this event.